Manufacturer narrative:
The suspected parts were returned to tosoh instrument service center (isc) for investigation. The cable cup pick up head y-axis and was installed on the test bed and it ran with no error. The drv board was installed on a test bed and the motor on the cup pickup got hot and was not able to home, the issue was replicated. The test cup pickup assembly was also installed on the test bed and the cup pickup assembly could not home so therefore the issue was replicated.

Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error logs. The fse was unable to reproduce the error. The fse verified the alignments and checked the incubator turn table and there was no play when the motors were engaged. The fse reviewed the previous service ticket and the cup transfer assembly had been replaced but not the flat cable. The fse replaced the flat cable and verified functionality with the cup transfer test. The customer informed the fse that the 2161 error occurred once more the following day so the fse returned to the instrument. The fse replaced the driver board, cup transfer assembly, and cup transfer cable at the same time. The fse checked that the voltages were correct on the new driver board before giving power to the cup transfer assembly. The fse verified alignments and ran the cup transfer test. The fse validated the instrument by running customer prepared quality control (qc). The customer accepted qc and returned the instrument to use. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2019 through aware date (B)(6) 2020. There were two similar complaints including this one identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: error message: [2161] c. Transfer cup pickup failure. Cause: the cup sensor s063 failed to detect the cup after the cup was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. Error message [5102] substrate bg measure aborted! Cause: the substrate background measurement was interrupted due to the occurrence of a phenomenon which prevented the continuation of substrate background measurement. Action: check the abort cause. The probable cause of the reported event was failure of cup transfer assembly and driver board.

Event description:
Customer reported two error messages 2161 c transfer cup pickup failure and 5102. The cup/tip waste was not full and will not complete an all set home. Customer had reset the power and the error occurs at boot up. Onsite service was requested. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg) and intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.